Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported during a routine follow up the device was showing premature battery depletion. Technical services was contacted to review the "save to disk" data, and confirmed the device's battery was depleting faster than normal. The device was explanted and will return for analysis. No adverse effects were reported.